Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that upon removal of an embolization coil in order to reposition the microcatheter, it was noted that the implant coil had detached from the delivery wire inside the microcatheter. Both segments of the coil were removed in their entirety together with the microcatheter. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The implant was found detached and the pusher was not returned. A pusher-like wire was returned with the implant; however, it was identified as most likely being a guidewire. The 1st proximal loop of the implant exhibited stretch damage. Dried reddish contaminant, which was most likely blood, was observed at the tie knot area of the implant. The outer diameter of the implant's outer ball was within specification. The guidewire was broken. The microcatheter used was not returned for evaluation. Without the pusher/heater coil, the investigation cannot confirm how the implant became separated from the pusher; however, the separation is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so it could not be determined if it had caused or contributed to the reported complaint. The root cause is unknown.